Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015.statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Event description:
A medtronic representative received a report from a site that their imaging system was emitting some sort of a burning smell. The medtronic representative walked the site through trouble-shooting, however, instructed them to shut the system down. No further details were provided. There was no patient present when this issue was identified.

Manufacturer narrative:
Return analysis of pcba bi31000169 battery charger 1 finds: unable to confirm reported problem "burning smell from o-arm." Physical inspection notes a few leaky caps. There is no noticeable silicone or burnt component smell. Battery charger board passed electrical test on bench test on fixture. All values within +/- 0.30 vdc acceptable variance is +/- 1.50 vdc. Board was installed in test o-arm system and ran for one week with no electrical or sensory failure. Return analysis of pcba (B)(4) motor battery charger finds: unable to confirm reported problem "burning smell from o-arm." Physical inspection notes excess flux on the board as well as an arc in the board. There is no noticeable silicone or burnt component smell. Battery charger board passed electrical test on bench test on fixture. Board was installed in test o-arm system and ran for one week with no electrical or sensory failure.(B)(4).

Manufacturer narrative:
On (B)(6) 2015 a medtronic representative performed an imaging system check-out, all areas passed. Trouble shooting: electrical component heating smell in generator, found overheated pfc board, part ordered, replaced motor battery charger board, bi-310-00163, and charger 1 board, bi-310-00169. System performed as intended. On (B)(6) 2015 a medtronic representative performed an imaging system check-out, all areas passed. Replaced pfc 1000 module and checked all system wiring for charger boards, and pfc 1000 circuits, tested all motion and operation of the o-arm. System performed as intended. Return requested. Replacement pcba battery charger 1 shipped to site 05/21/2015. Suspect pcba battery charger 1, returned on 05/29/2015. Return requested. Replacement pcba motor battery charger shipped to site 05/21/2015. Suspect pcba motor battery charger, returned on 05/22/2015. Return requested. Replacement pcba pfc board 1000 shipped to site 05/19/2015. Medtronic investigation of suspect pcba pfc board 1000, returned on 06/16/2015, finds that pfc board j3 connector is burnt and the pcb also burnt due to electrical over-stress. Electrical failure - defective pcba.